Manufacturer narrative:
According to the report, the condition was good after the stent placement, but the next day the patient came to the hospital because of abdominal pain and melena. Free air and bleeding were confirmed in the CT image, and the patient is recovering through several transfusions and vascular embolization surgery. It was impossible to review suspected device's DHR, because it was not confirmed serial no. And it is impossible to return to us, suspected device because stent is still in patient's body. Perforation can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is hard to find out exact root cause for this complaint because the suspected device was not returned (the product is currently in the patient's body) and it is difficult to reconstruct the situation at the time of procedure. We recommend using the products for suspected or impending patients of free air according to medical staff's judgment in contraindication. Medical staff's judgment. In this patient, considering the opinion of the doctor, the stenosis site was widened through the use of the stent, but the tumor caused external contraction due to the large tumor, which is presumed to have caused the performance. However, it is impossible to perform precise examination because the product was not returned. Also, it is difficult to reconstruct the situation at the time of procedure with limited information. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2018: the stent was placed on the right and left hepatic dust in side-by-side for the patient with malignant bile duct stenosis, stenosis of right hepatic duct and porta hepatis, and chemotherapy before surgery. On (B)(6) 2018: the patient complained of aching pain. On (B)(6) 2018: the patient got out of the hospital as the condition was good after the stent placement. On (B)(6) 2018: the patient got due to a stomach ache and melena. Free air and bleeding were confirmed in CT image. On (B)(6) 2018: the patient was transported to the other hospital and 6 units of blood transfusion was performed. On (B)(6) 2018: it was diagnosed as false aneurysm at the beginning of rha. Vascular embolus operation and 8 units of blood transfusion were performed. On (B)(6) 2018: vascular embolus operation and 10 units of blood transfusion were performed again due to the bleeding. On (B)(6) 2018: gallbladder necrosis and perforation were confirmed. Ptgbd was performed as it was diagnosed as abscess. It is followed-up and planned to start eating once the patient is recovered. Physician's comment: it perforated into bile duct due to the crack on vessel because of the external retraction caused by stent placement against the malignant tumor infiltrated into the right hepatic duct. This caused the false aneurysm at the beginning of rha and dispersing cholecystic artery presenting at distal portion leading to gallbladder necrosis and perforation. Due to the abovementioned, bile peritonitis was developed.